Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a post-operative gastrointestinal (gi) bleed on (B)(6) 2026 while not on heparin and received 3 units of packed red blood cells. The patient underwent an esophagogastroduodenoscopy (egd) on (B)(6) 2026, and a clip was placed to proximal body of the stomach. On (B)(6) 2026, the patient experienced a second gi bleed where they received 2 more units of blood with a negative egd on (B)(6) 2026 and resumed anticoagulation. The patient experienced a third gi bleed on (B)(6) 2026 with 4 units of blood given in addition to 1 unit of plasma. The international normalized ration (inr) at the time was 2.1 with plans to hold anticoagulation for life. Additionally, the egd and a colonoscopy were both negative on (B)(6) 2026. The patient was later admitted on (B)(6) 2026 for a fourth gi bleed where the patient received 2 units of blood and an egd allowed two clips to be placed. The patient received intravenous (IV) iron and an epinephrine injection. They were deemed stable for discharge on (B)(6) 2026 and was started on digoxin. The patient was later admitted on (B)(6) 2026 with their hemoglobin at 4.2 and 4 units of blood were given.